Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: boston scientific corporation was notified by the customer of this event. The event occurred during embolization of a fistula. It was reported that when the physician pulled back the wire, she noticed small particles near the microcatheter hub. Following inspection of the wire, it is believed that these particles were part of the coating. The patient remained stable throughout the procedure.

Manufacturer narrative:
The product was returned wound upon itself. The wire was visually examined; a white torque device is fastened to the guidewire at approximately 33cm inferior to the proximal end of the guidewire. The torque device returned with the device appears to be the same type of torque device that is packaged with the synchro guidewires, however, the only difference appears to be the color (bsc-pv packages synchro guidewires with a salmon colored torque device). A visual examination has determined that segments of the ptfe coating is missing from the wire between the proximal end to approximately 39cm inferior to the proximal end. Also returned was a specimen bottle with a gauze pad which appears to have small particles of ptfe coating in the bottle and on the gauze pad. The guidewire and devices were decontaminated by soaking in cavicide for 15 minutes. The torque device was removed from the wire, which also revealed missing ptfe coating where the torque device was attached. A visual examination of the ptfe coating in the proximal end was observed under 40x magnification, revealing the ptfe coating damage is located between the proximal end and 39cm inferior to the proximal end. Clear indications were given that the ptfe coating is erratic throughout the damaged ptfe coated sections of the wire, in some areas the coating is intact and partially intact and in other areas the coating is missing around the wire. Also observed at some of the damaged locations were impression/marks or scratching in the ss wire and coating still remaining on the wire, which indicates that something was dragged along the length of the wire. The torque device that was returned was disassembled so that the brass collett, inner cap and inner torque body could be examined. There were no visible signs of ptfe coating, however, there was an unknown blue residue found on the component parts. Simulated use studies have previously been performed in the lab to evaluate the effects of the torque device on ptfe coating. A 1341 guide wire was used to conduct this test by cutting the proximal ptfe coated section into three segments. A torque device was attached tightly/securely to one site end, while another torque device was attached to the opposite end, each with a different amount of torque applied to secure it in place. The first evaluation was made to the torque device that was tightly secured the ptfe coated wire, which was then turned for torque. The opposite torque device was securely held into place to add resistance. The evaluation concluded that when both torque devices are securely clamped to the wire, that twisting occurs in the wire but no movement occurs in the torque devices. The torque device was then removed and the ptfe coating was observed under magnification, the only damage observed were impressions of the brass collett left in the ptfe coating, while no peeling of this coating was observed. The same evaluation was conducted again yet this time the torque device clamped to the opposite end of the tightly secured torque device it being only lightly clamped to the ptfe coated wire. When torque was applied slipping occurred in the lightly clamped torque device. The wire was then observed under magnification which peeled and sheered the ptfe coating from the full radius of the wire. The same evaluation (tightly secured) and the second evaluation (lightly secured). The medium secured torque device slipped when a force was applied to the lightly secured wire at the opposite end, which again was held to add resistance. The results of the test were again evaluated under magnification and again, the appearance of the coating was indicative of a sheering force, but this time the coating was only partially peeled. The simulated lab study indicates this type of failure can occur from not properly securing the torque device to the wire. The evidence would suggest that either the torque device was not secured properly or the user used an overly aggressive technique during the procedure. It is also possible that some other type of instrument was used on the wire in this region for unknown purposes that resulted in the ptfe coating damage. The distal micro-machined nitinol section was also observed under 40x magnification, which revealed no signs of peeled coating or other unusual defects. A device history records review was performed which showed no unusual events in the assembly of this product or abnormal factors for the utilized materials. The product failure was confirmed through visual examination that confirms the ptfe coating is peeling. Simulated lab testing confirmed that similar results could be achieved through not properly tightening the torque device to the wire and adding resistance in the wire. It is also evident that peeling of the coating occurred in the wire which, typically can occur from sheering forces of not properly aggressive technique or that an other unknown instruments were used on the guide wire for unknown reasons. The dfu instructs the user to tighten the torque device to the wire, the dfu also warns the user to never torque the wire when resistance is met and that excessive force may result in damage to the guide wire. It is assumed that this incident occurred from resistance met during the procedure and torque was applied to a torque device that was not tightly secured to the wire.